Event description:
It was reported that the device battery voltage exhibited a sudden decrease in less than a years time. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage exhibited a sudden decrease in less than a years time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.93 to 2.69 volts between (B)(6) 2012 and (B)(6) 2012 is before device rrt <= 2.62 volt.